Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed for provided material number 301035 and lot number 9284165. The review did not reveal any detected quality issues during the production process that could have contributed to these reported defects. To aid in the investigation, seven photos and thirteen physical samples were received for evaluation by our quality team. The photos show 50ml syringes. Two photos show black specks of embedded degraded resin, three photos show damaged plunger rods, one photo shows a scale printing issue and one photo shows one syringe barrel luer damaged. A visual inspection was performed on the physical samples. Four samples have embedded degraded resin, one has barrel damage, three have a scale marking issue and two have light rub marks, which are acceptable. It could be possible for the embedded degraded resin to occur during the syringe molding process. Degraded resin inherently builds up, can break loose and be molded into components. The damaged plunger rod, damaged barrel luer and the printing scale issue could occur during jams in the assembly processes. There are quality controls currently in place to detect these type of defects during the production process. We are taking further action at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: 7 photos were provided. The photos show 50ml syringes. Two photos show embedded degraded resin -black specks-. 3 photos show damaged plunger rods; one photo shows scale printing issue and the other one syringe barrel luer damaged. Update 10/19/2020_ 13 samples were received. Visual inspection was performed. 4 samples have embedded degraded resin. 1 has barrel damaged. 3 have scale marking issue. 2 have light rub marks which are acceptable. 3 were acceptable, no defects or any other issue was observed. A review of the applicable fmea/eura ((B)(4)) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause description: syringe molding process. The embedded degraded resin in the barrel can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components. The damaged plunger rod and barrel luer damaged as well as the printing scale issue could come from a jam at the assembly process. Rationale: based on the investigation and with the analysis of the photo sample the symptom reported by the customer is confirmed. We will continue monitoring the complaints of this product and this symptom. It is recommended that the hypodermic marketing team gets all the claimed defective parts (260) and send them to the site for investigation.

Event description:
It was reported that an unspecified number of bd¿ luer-lok syringes 60 ml experienced missing scale markings, plunger rod damage/deformation, and damage/deformation to the tip/luer. Product defects were noted prior to use. The following information was provided by the initial reporter: it was reported that syringes have black dots, scale markings missing, plunger damage, or broken tip. Date: (B)(6) 2020. Part number: 301035, lot number: 9284165, black dots: 197 pieces, damaged/broken: 63 pieces.